Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and attributed to a loose defib connector. The defib connector was reseated to correct the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.